Event description:
Revision surgery - due to the patient having dislocated several times after surgery. The surgeon removed the non-hooded liner and the -4 femoral head. He replaced them with a 20 degree hooded liner and a standard head. This showed better stability.

Manufacturer narrative:
The reason for this revision surgery was to address a dislocation after 1 month, 27 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 16 prior complaints reported against this part; 4 of these with the failure mode of dislocation. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors not related to the implant can play a role in dislocation such as a loose joint from inadequate soft tissue, excessive range-of-motion, or trauma. Here the cause seems to be the excess range of motion; the surgeon implanted hooded liner to restrict the range of motion. There are no indications of a product or process issue affecting implant safety or effectiveness.